Event description:
Patient noticed condensation in the device's insulin cartridge compartment on multiple occasions (pt could smell insulin). During two of the occasions of presumed insulin leakage, the patient experienced elevated blood glucose (420 mg/dl). No error messages were generated by the device during this time. Patient self-treated high blood glucose by delivering insulin via injection, and patient changed to their back-up device. After switch to back-up device, all was ok.